Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the upper jaw of the device is missing. The broken piece was not returned for investigation. The cause of this remains undetermined, however probable cause can be attributed to the application of prying/leveraging forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the surgeon grabbed the meniscus and the upper jaw broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 02-dec-2022: the device broke off inside the patient and all broken pieces were retrieved.